Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that door slightly open and rotor not aligned which prevented the door from fully opening. Manually realigned rotor, completed home invalidation procedure, and completed system checkout per asm. The system is functional and has been returned for use. Codes b01, c0708, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's gantry would not open. Medtronic representative was able to open the gantry manually, but would not open using pendant controls. No further details available at time of initial call. No patient was present at the time of event.